Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was subsequently explanted for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the lead safety switch (lss) feature was activated on the right ventricular (rv) lead in this non-pacer dependent patient. Upon device evaluation, the device was reprogrammed to unipolar and the sensitivity was changed to 4mv. The patient reportedly uses excessive arm and shoulder movements and suspect that this may have caused the observation. To date, no adverse patient effects were reported as a result of this clinical observation.